Event description:
It was reported the device had no magnet response, no telemetry, and no output. At previous follow-up two months prior, the longevity was reported as 2 months, with a range of less than 1 month to 8 months. The device was explanted and replaced. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: testing revealed no output and no telemetry conditions, which were the result of lifted hybrid bond wires.